Event description:
Dr places catheter in patient and it would not work, removed from patient. No harm. Catheter was plugged in but there was no signal, they tried different channels but still no signal. Another device was obtained and the procedure was completed.